Event description:
Case description: serious spontaneous report; a physician reported a women, 86 yrs, who in 1999 underwent cataract surgery including dissection of cornea on the side of the ear, anesthesia by instillation, infusion of oxiglutatione and healon 0.6 into the anterior chamber, phacoemulsification and implantation of iol (using an injector). On the next day, the pt developed marked corneal edema and corneal endothelium disorder with visual acuity-0.1. In 1999, the pt underwent surgery for secondary glaucoma. A corneal transplantation is to be conducted. The reporting physician assessed the causality of healon as unassessable for both events. Further information is being obtained. Follow-up 13-nov-99; the reported event corneal endothelium disorder is changed to uveitis. The pt underwent in 99 phacoemulsification and implantation of iol for the senile cataract of the right eye without developing any complications. Healon 0.6 was infused into the anterior chamber before implanting the iol. On 3-mar-99; an increased iop of 30 mmhg, fibrin reaction in the anterior chamber, descement's fold and edema of the parenchyma and epithelium of cornea were noted, for which she was treated with the instillation of antibiotics, steroid and salt solution. Orally administration of steroid and carbonate dehydrase inhibitor. On 18-mar-99; examination findings showed a slight improvement. Discharged from hospital. Continued treatment as outpatient but increased iop and corneal edema persisted. Uveitis almost cured. On 21-aug-99; operation for glaucoma. Postoperative, iop was well controlled with the instillation of beta blocker and prostaglandin. However, corneal findings remained unimproved for which corneal transplantation was considered at the time for report. Final outcome was reported as not recovered. The reporting dr assess all events as serious. No further information is expected. Case comment: corneal edema due to corneal endothelial disorder may occur post-operatively and the etiology may be toxic or mechanical damage during surgery. To oxiglutatione in the eye is routine. Why was it used? Further information is being collected. Clinical event where more information is necessary to make a proper evaluation. The purpose of case reports is to generate signals of potential medical device-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for pt safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what info is available, review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the medical device caused the incident as it cannot be proven definitively from the data available that a device is the cause of the event. Submission of a report does not constitute an admission that the manufacturer or product caused or contributed to the incident. Follow-up information 13-nov-99: the event has been changed to postoperative uveitis with persistent corneal disorder. Postoperative uveitis has several etiologies such as infectious endophtahlmitis, phacoanaphylactic endophthalmitis and aseptic endophthalmitis. Studies have shown that healon is non-toxic, non irritating and non-immunogenic. It is therefore more likely that the uveitis is caused by any of the other factors and not by healon. The nature of the presistent corneal disorder is not very clear. Corneal damage most often occurs by mechanical trauma during surgery. Clinical event occurring in a temporal relationship to drug/device administration where other factors relating to the surgery provide more plausible explanation.